Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed damaged cables and wire. The pitch up cable was broken at the distal clevis hub. The cable segment containing the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. The pitch down cable was frayed at the distal clevis hub. One conductor wire was broken at the yaw pulley exit and detached from its connection at the grip. Electrical continuity test failed. The yaw pulley showed no signs of arcing. Yaw pulley was missing a 0.250 x 0.060 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction and additional observations found during failure analysis could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, the user facility identified a wire that has separated on the pk dissecting forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.